Event description:
Initial report: no capture, threshold/impedance high. "Loc" indicated as secondary report: replaced for impedance drop and threshold rise; second device replaced for undefined resistance, intermittent capture and oversensing.